Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the vertical column on the flexiview 8800 intermittently will not go up or down. There was no report of patient injury.